Manufacturer narrative:
(B)(4). The reported patient effects of angina and restenosis are known observed and potential patient effects as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU). In this case, as a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the index procedure was performed on (B)(6) 2012 to treat two lesions, the mid right coronary artery (rca) and the proximal rca. After pre-dilatation, the xience prime 2.75 x 15 mm stent was deployed at the mid rca lesion at 16 atmospheres (atm). Then, the xience prime 3.0 x 18 mm stent was deployed at the proximal rca lesion at 18 atm, after pre dilatation. The procedure was completed without issue. On (B)(6) 2013, the patient was hospitalized due to chest pain and respiratory discomfort. On (B)(6) 2013, target lesion revascularization was performed at the proximal rca lesion for a 75% restenosis where the xience prime 3.0 x 18 mm stent had been implanted. Balloon angioplasty was performed. The patient also experienced heart failure. The physician stated that the heart failure and subsequent respiratory issues were due to the functional decline of the entire heart and were not related to the xience prime stent. Due to reduced dietary intake, the patient remained hospitalized and was discharged on (B)(6) 2014, at which time nutrition had improved. No additional information was provided.